Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx was implanted into the lad, one into the cx and two into the 1st diagonal. One day post index procedure, elevated cardiac enzymes was reported. No action was taken. The investigator assessed the event as not related to the device or anti-platelet medication. The outcome of the event is unknown. Cec adjudicated the event as non q wave mi (tv) 3rd udmi peri-pci and commented there was a side branch occlusion.